Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. Device remains in service and will likely be scheduled for replacement. Additional information was requested and there is no further knowledge if this device was explanted or what was it's outcome. It is possible that it could have been replaced with a competitive device at another facility. No adverse patient effects were reported.

Manufacturer narrative:
Corrected field (e. Initial reporter) the initial reporter data was corrected, an unknown physician reported this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. Device remains in service and will likely be scheduled for replacement. No adverse patient effects were reported.